Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia. It was reported that the caller was starting to notice signs of stimulation being off, loss of therapy, the ins battery was at 100 percent longer than expected, and then realized stimulation was turned off. Caller reports the patient is trying to bite his lip more often than usual and he also seems more depressed and showing signs of being a little more antsy than usual. Caller indicated she is not sure when stimulation was turned off. Actions taken included when she turned stimulation back on the patient looked stiff and froze, so they turned it back off again. Caller is not sure if the amplitude numbers are correct, caller is concerned amplitude may be higher than usual due to patient's reaction when stimulation is turned on. It was reviewed that it may take some time for stimulation to feel comfortable for patient after turning stimulation back on. Reviewed option decrease amplitude and then turn stimulation back on before titrating back up. Caller confirmed they would like to try this. Caller does not have access to groups and when caller attempted to "decease" amplitude below 5.30 she encountered the lower limit message. Caller confirmed patient would like to try turning therapy back on again to see if he adjusts to the stimulation with a few minutes. Caller turned therapy back on, however, it was still not comfortable for the patient so turned it back off again. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the patient had a visit to the healthcare provider on 9/9/18 and he turned the dbs back on and decreased amplitude and he did well. The amplitude issue, stimulation off, and reported symptoms are resolved. The healthcare provider did not respond to the causation question.